Manufacturer narrative:
H6: investigation summary: due to no photo or sample being received, the customer's complaint of flow issues could not be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tubing had flow issues and leaked. The following information was provided by the initial reporter: event 1 (bd 086): it was reported that tubing starting from inside the pump, all the way down underneath was saturated. Verbatim: IV tubing: bd 086- reported date: 03/14/21 event date: (B)(6) 2021 item number: not reported; lot number: not reported; item retained in defect depot: item in biomedical engineering currently; picture: not reported. Answered patient call light, saw the pump where amicar (continuous) was beeping, red error noted on screen. New pump changed. Noticed that previous pump was saturated when held. Amicar bag was empty, chamber had a little bit left, and the tubing starting from inside the pump, all the way down underneath was saturated. Everything above the pump was dry. Pharmacy immediately paged for new bag. Patient with gi bleed, missed 30 minutes of amicar. Charge rn notified, tubing and pump kept. Photos taken with work phone.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing had flow issues and leaked. The following information was provided by the initial reporter: event 1 (B)(4): material no: unknown batch no: unknown it was reported that tubing starting from inside the pump, all the way down underneath was saturated. Verbatim: IV tubing: (B)(4) reported date:03/14/21 event date: (B)(6) 2021 item number: not reported; lot number: not reported; item retained in defect depot: item in biomedical engineering currently; picture: not reported. Answered patient call light, saw the pump where amicar (continuous) was beeping, red error noted on screen. New pump changed. Noticed that previous pump was saturated when held. Amicar bag was empty, chamber had a little bit left, and the tubing starting from inside the pump, all the way down underneath was saturated. Everything above the pump was dry. Pharmacy immediately paged for new bag. Patient with gi bleed, missed 30 minutes of amicar. Charge rn notified, tubing and pump kept. Photos taken with work phone.